Event description:
New information noted that an x-ray imaging was performed, however, no lead anomalies were observed.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, the device was interrogated and an increase in capture threshold on the right ventricular (rv) lead was noted. The rv lead was capped and replaced to resolve the event. The patient was stable.